Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed and over 500 cml of fluid were removed from the pericardial space. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received on 1/26/2019, indicating that the device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedure. Manufacture ref no: (B)(4).